Event description:
It was reported that the customer experienced a blood glucose (bg) level that displayed as "high"; although specific value was not provided, and high ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer attempted to address the elevated bg by manual insulin injection. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released 2/12/2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.